Event description:
Patient was implanted with tfn nail construct on an unknown date. Patient returned to the surgeon complaining of pain. Examination revealed avascular necrosis and non-union. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware. Patient was revised to total hip replacement, and is reportedly recovering well. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as not product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.